Event description:
Reportedly, cable not working. Svo2 could not be measured. No patient injury reported.

Manufacturer narrative:
The optical module, model om2, (B) (4) was reported as "cable not working". The optical module was returned back to edwards for evaluation. An edwards electronic technician evaluated the optical module and found that the error code was svo2 drifting. Svo2 value was incorrect after the in-vitro calibration. The service history record was reviewed and all manufacturing requirements were met.